Event description:
Meter name: one touch basic original. Strip name: one touch test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symtpoms: "bad headache, uneasy feeling". The patient reportedly was unable to test. The meter allegedly was prompting "not enough blood", "redo check", and "clean test area". The patient was unable to obtain a result from the meter. There was no result obtained from any other source. There was no comparison between the patient's meter and any other device. There was no treatment. No further information has been reported.